Event description:
Pt was underdosed. A 40cgy was delivered and 400cgy planned. Oncentra brachy did not update the dwell times after the user selected 5mm box and changed the f-factor. When the problem was discovered 40cgy x 2 was delivered.